Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (hemorrhage).

Event description:
During the index procedure an endeavor drug eluting stent was implanted in the rca. Approximately 24.5 months post the index procedure that patient suffered a gi bleed. No further complication reported. The investigator indicated that the event was not related to the study device. Patient is reported to be recovering.